Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the ok is not responding consistently to user input. There is a hole over the up arrow on the keypad. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad cover was found to be torn at the up arrow button. During testing, the up arrow keypad button was found to be intermittently unresponsive and required increased force to engage; all other keypad buttons responded appropriately. No scrolling was observed during testing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.